Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was unknown; however, they had a recent blood glucose value of 500 mg/dl. During troubleshooting, there were no anomalies noted with the reservoir; the customer was able to complete the priming process without incident. The reservoir was not returned for analysis.